Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect gen.2 results from the cobas 8000 cobas ise module. Of the data provided, only the sodium results for four patient samples and the chloride results for three patient samples were discrepant. Sample 1 initial sodium result was 136 mmol/land the repeat result was 130 mmol/l. Sample 2 initial sodium result was 147 mmol/land the repeat result was 141 mmol/l. Sample 3 initial sodium result was 149 mmol/land the repeat result was 139 mmol/l. Sample 4 initial sodium result was 156 mmol/land the repeat result was 141 mmol/l. Sample 5 initial chloride result was 90 mmol/land the repeat result was 100 mmol/l. Sample 6 initial chloride result was 89 mmol/land the repeat result was 99 mmol/l. Sample 7 initial chloride result was 89 mmol/l and the repeat result was 101 mmol/l. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot numbers and expiration dates were requested but were not provided. An ise check was performed and was acceptable. The field service representative found an issue with the electrodes and replaced them. The calibration and qc was then acceptable.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.